Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2016 with the following findings: multiple occlusion alarms leading to delivery interruptions observed in the bb on (B)(6) 2016; the force at time of occlusions is high. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. Pump exercised for 24 hours with no occlusions occurring. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Battery compartment is cracked below the bumper pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump had an occlusion issue on (B)(6) 2016. The patients blood glucose rose to 546 mg/dl with symptoms of dehydration, deep breathing, abdominal pain, drowsiness, polyuria, polydipsia, blurred vision, nausea, vomiting, and shortness of breath. The patient received no unusual treatment. Is was noted that while responding to the occlusion alarm, the patient primed while attached and inadvertently infused approximately one unit of insulin. During troubleshooting, customer support found that the reporter was not able to prime the pump without an occlusion alarm or call service alarm occurring/change in motor noise, and attributed the hyperglycemia to the occlusion issue. This complaint is being reported as the patient experienced hyperglycemia related to the occlusion issue.